Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
***Initial narrative: **20-oct-2017 radfop1: it was reported that the controller alarmed because of a critical battery alarm. Preliminary log file information indicated the battery was the cause of the alarm. The battery was exchanged. No patient complications have been reported as a result of this event. ***supplemental narrative: n/a.

Manufacturer narrative:
Product event summary: the battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The reported event was confirmed; analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.